Manufacturer narrative:
(B)(4).

Event description:
It was reported that upon insertion of the intra-aortic balloon (iab), that the catheter did not fully inflate. The staff tried to restart the pump and change the setting. As a result, a new catheter was opened and used. There was no report of patient complication or serious injury and death.

Manufacturer narrative:
(B)(4). Teleflex did not receive the device for investigation therefore the reported complaint of iab would not inflate completely is not able to be confirmed. The root cause of the complaint is undetermined. If the product is returned at a later date, a full investigation of the sample will be completed. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risks. The reported complaint will be monitored for any developing trends. No further action required at this time.

Event description:
It was reported that upon insertion of the intra-aortic balloon (iab),, that the catheter did not fully inflate. The staff tried to restart the pump and change the setting. As a result, a new catheter was opened and used. There was no report of patient complication or serious injury and death.